Event description:
The customer reported to maquet that a cap fell onto the instrument table during a surgery. The surgery was delayed while the drape and instruments were replaced. There was no direct impact on the pt other than additional time under anesthesia during the delay. (B)(4).

Manufacturer narrative:
The biomedical technician reviewed the device and could not find any damages to the rubber bumper. He replaced the bumper and returned the unit back to use. A maquet field service technician (fst) investigated every endcap in all the available rooms including rm5 and didn't witness any other missing, damaged, or misplaced caps. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of the cover during yearly maintenance. The customer reported this event to FDA under the MDR # 0504540000-2015-8002.